Event description:
It was reported that during connection of the implantable neurostimulator (ins) to the lead, the set screw could not be tightened fully. It was noted that the blue spacers were located in the proper position before the screw was tightened, but the lead would not lock into the hub. The screw was turned back slightly (counter clockwise) and re-tightened without success. After a few attempts to loosen and re-tighten, a new ins was used to successfully complete the implantation. It was noted that there was no harm to the patient, nor any additional adverse events or delays. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok.